Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was not made available to the designate complaint unit for evaluation. Thus, functional evaluation could not be performed. It was reported that while the handpiece was being sterilized, the sterilization tech noticed that the area where the guard slid over and locked in had broken off. Photos were returned for visual inspection. The photos showed obvious signs of excessive force as the damage could not be caused by normal use. The drill guide support was completely detached from the handpiece. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was user error. A relationship between the device and the reported event could not be established.

Event description:
It was reported that, while the handpiece was being sterilised, it was noticed that the area where the guard slid over and locked in had broken off. No case involved.